Manufacturer narrative:
On 19-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a webster and a hole was found in the shaft of the device. The device was damaged. It was reported that before the operation, after the package was opened, the shaft of the catheter was found with a hole (with no exposed wire). A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device was damaged. It was reported that before the operation, after the package was opened, the shaft of the catheter was found with a hole (with no exposed wire). A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: a picture was provided by the customer for evaluation and the complaint device was also returned for evaluation. Evaluations have been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. According to pictures provided by the customer, the shaft was observed damaged. Visual analysis of the returned device revealed that the shaft of the device was found broken with evidence of mechanical damage, and the internal wires exposed. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The catheter shaft broken issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the manipulation of the device before the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: the sterile packaging and catheter should be inspected prior to use. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).